Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and two photos were provided for review. The investigation is confirmed for material deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The device is pending return for evaluation. Photos were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.